Event description:
It was reported that via merlin.net transmission, post paced t wave oversensing was observed. Reprogramming was recommended. Patient was asymptomatic. No further information is available.